Event description:
It was reported that patient underwent a meniscal repair procedure on (B) (6) 2010. During the procedure, a meniscal repair device was attempted for use, but the anchor would not deploy when the trigger was pulled. Another device was attempted for use, but the trigger could not be pulled. There was no significant delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
(B) (4)